Manufacturer narrative:
The insulin pump has cracked tube lip, cracked battery tube threads, severely scratched display window and cracked case near display window corners noted during visual inspection. The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Moisture damage was noted on lcd board.

Event description:
It was reported that the customer's insulin pump alarmed when he was in the pool and the site got ripped out; the infusion set and reservoir were changed. While the customer was rewinding the device, insulin squirted out and the insulin pump alarmed. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.